Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-06034. It was reported that the patient experienced entanglement of the extension wires in the ipg pocket due to twiddling. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the extension wires were corrected and the ipg was stitched into a mesh cover to prevent future complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.